Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device could not be interrogated. Different programmers were used, but telemetry could not be obtained, and there was no pacing response to the magnet. Follow-up information was later received reporting the active device in the abdomen was functioning. However, the interrogation attempt had been on the inactive device, located in the chest. The device remains in use and was reported to be functioning fine. No patient complications were reported as a result of this event.